Manufacturer narrative:
The reported complaint of premature depletion was not confirmed. The device was at elective replacement indicator (eri) level when received. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed and no anomalies were noted. Longevity assessment was performed and device was found to have normal battery depletion based on usage.

Event description:
During an in-clinic follow-up, premature battery depletion was alleged on the device. A device exchange procedure was performed; the device was explanted and replaced to resolve the event. The patient is stable.